Event description:
Philips received a complaint on an efficia cm10 monitor indicating that non-invasive blood pressure (nibp) measurement was not inaccurate. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer biomedical engineer (biomed). The monitor was checked and no issues were found; the monitor was working fine. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the users had switched to another monitor for the patient. A review of the service history for this device shows no additional reports on this device for this issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).